Event description:
The customer initially called to report, that the battery cap was corroded and the up arrow was not working properly. The customer then stated, that she was hospitalized for diabetic ketoacidosis. The customer stated, she had been experiencing high blood glucose since the beginning of the month and then came down with pneumonia. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.